Event description:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding disorder"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and vaginal haemorrhage with essure. The reporter commented: implants available. Most recent follow-up information incorporated above includes: on (B)(6) 2020: case upgraded to serious incident due to removal information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding disorder"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea and vaginal haemorrhage with essure. The reporter commented: implants available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.